Manufacturer narrative:
An external, visual inspection of the returned cycler exterior showed no signs of any physical damage. The heater tray/scale was not obstructed. Two simulated treatments were performed and completed without any alarms or problems occurring. The symptom of iipv was not reproduced during testing. A simulated treatment was performed in which the amount of fluid delivered to a pseudo-patient bag during each fill phase was weighed. The weighed fluid volumes were compared against the programmed fill value, and the weighed volumes for each fill phase were determined to be within expected tolerance for the liberty cycler. The simulated treatment was performed and completed without any problems occurring. The valve actuation and system air leak tests passed. The patient sensor calibration check passed. The load cell value and verification was within tolerance. There were no internal, visual discrepancies found in the inspection of the received cycler unit. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4). This event is 2 of 2 for the same patient on subsequent dates. A supplemental report will be submitted upon the completion of the plant's investigation.

Event description:
It was reported by the patient during a call to technical services that the patient drained out 8,660 ml in drain 0 of treatment. The 70% drain criterion was met, and the 150% fill criteria were not exceeded. The patient reported that he had not done a manual fill during the day. The reported large drain of 8,660 ml was 346% of the expected drain volume of 2500 ml, which resulted in a reportable device malfunction. The patient confirmed that he felt very uncomfortable, although no additional medical intervention was required, and the patient felt better following the large drain. There were no lasting repercussions to the large drain, and the patient's drains have since stabilized.